Event description:
Ongoing and continuous issues with infusion sets that don't work or work for a while and then fail. Have notified the company multiple times and company does nothing to fully investigate the issue. Asked to speak to someone about continuing issues and no one has called back. Infusion sets that stop working cause high blood sugars like today 524.